Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include abdomen pain and a headache. The patient reports their pod failed to adhere and the cannula had become dislodged from the pod infusion site (abdomen). In addition the patient reports the pod was leaking during wear. Once at the hospital the patient had an x-ray administered. The patient was treated with intravenous fluids and an insulin drip. The patient was discharged from the hospital after 8 hours.